Event description:
It was reported that water could not be drawn out from the foley catheter during the removal. The user was replaced with a new foley catheter. Per follow up via a regional partner on (B)(6) 2020 it was unknown how the water was drained from the catheter and also it was unknown whether any intervention undergone to drain the water from the foley catheter.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Visual inspected noted that the catheter received without inflation funnel. The sample was evaluated and observed no abnormalities on the returned sample. The catheter could be inflated and deflated with lab syringe and water flow out through the drainage eye without difficulties. The catheter was dissected and found no abnormalities on the lumen and complete evaluation could not be performed due to the poor sample condition. A potential root cause of this failure mode could be due to over aspirated or incorrect syringe or collapse lumen or sac close eye or thin rubberize layer. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water could not be drawn out from the foley catheter when removing. The user was replaced with new foley catheter. Per follow up via regional partner on 04dec2020, it was unknown how the water drained from the catheter and also it was unknown whether any intervention undergone to drain the water from the foley catheter.